Event description:
The inflation port of the hub of the stent was cracked and unable to be used. There was no other anomaly noted on the luer hub. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete.